Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted due to extrusion of the electrode in the outer ear canal. Additionally, facial palsy was mentioned.